Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that the person that answered the phone stated that the patient had the procedure done yesterday but there was not a strong enough connection so they are in surgery again today to redo the procedure.